Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils was broken"), abdominal pain ("abdominal pain/ cramping"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstruation and vulvovaginal candida. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included yeast vaginitis, bacterial vaginosis, morbid obesity, urinary urgency, essential hypertension, anxiety, gerd, vulvovaginitis, muscle spasms, bacterial vaginosis, respiratory infection, cervicitis, joint pain, low back pain, lumbar spinal stenosis and polycystic ovaries. Concomitant products included cholecalciferol (vitamin d3), ergocalciferol (vitamin d2), gabapentin, metronidazole, naproxen, phenazopyridine and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, allergy to metals ("allergic reaction (nickel) / nickel allergy"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vitamin d decreased ("other injury(ies) or complication (s) please describe: low vitamin d levels"), alopecia ("hair loss") and pelvic pain ("pain "). The patient was treated with ciprofloxacin and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, genital haemorrhage, intra-abdominal haemorrhage, vaginal infection, allergy to metals, menorrhagia, dysmenorrhoea, vaginal haemorrhage, cystitis, urinary tract infection, vitamin d decreased and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, device breakage, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vitamin d decreased to be related to essure. The reporter commented: she will schedule for a future removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Essure confirmation test was undergone on (B)(6) 2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, cystitis, uti. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received; event added: one of the essure coils was broken. Concomitant drugs and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils was broken"), abdominal pain ("abdominal pain/ cramping"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstruation, vulvovaginal candida and hypertension (patient is a known chronic hypertensive and is being managed by pcp. Implanon removed with difficulty.) On (B)(6) 2012. Previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015, implanon from 2011 to (B)(6) 2014 and depo provera. Concurrent conditions included yeast vaginitis, bacterial vaginosis, morbid obesity, urinary urgency, essential hypertension, anxiety, gerd, vulvovaginitis, muscle spasms, bacterial vaginosis, respiratory infection, cervicitis, joint pain, low back pain, lumbar spinal stenosis and polycystic ovaries. Concomitant products included colecalciferol (vitamin d3), ergocalciferol (vitamin d2), gabapentin, metronidazole, naproxen, phenazopyridine and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic reaction (nickel) / nickel allergy") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and cystitis ("infection (bladder/ urinary tract/vaginal) type"). In 2016, the patient experienced vitamin d decreased ("other injury(ies) or complication (s) please describe: low vitamin d levels"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), back pain ("back pain") and dysgeusia ("nickel taste in mouth"). The patient was treated with ciprofloxacin, surgery (surgical removal of coil(s)) and surgery (in 2015 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, genital haemorrhage, intra-abdominal haemorrhage, vaginal infection, allergy to metals, menorrhagia, dysmenorrhoea, vaginal haemorrhage, cystitis, urinary tract infection, vitamin d decreased, alopecia and pelvic pain outcome was unknown and the back pain and dysgeusia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, device breakage, dysgeusia, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vitamin d decreased to be related to essure. The reporter commented: she will schedule for a future removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion essure confirmation test was undergone on (B)(6) 2014. On (B)(6) 2012 hysterosalpingogram. Clinical indication: essure, tubal occlusion. Findings: the essure devices appear to be in satisfactory position. The fallopian tubes are occluded bilaterally. There is no free spillage of contrast. Impression: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, cystitis, uti. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-nov-2018: events "back pain, nickel taste in mouth" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils was broken"), abdominal pain ("abdominal pain/ cramping"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstruation, vulvovaginal candida and hypertension (patient is a known chronic hypertensive and is being managed by pcp. Implanon removed with difficulty.) On (B)(6) 2012. Previously administered products included for an unreported indication: implanon from (B)(6) 2012 to (B)(6) 2015, implanon from (B)(6) 2011 to (B)(6) 2014 and depo provera. Concurrent conditions included yeast vaginitis, bacterial vaginosis, morbid obesity, urinary urgency, essential hypertension, anxiety, gerd, vulvovaginitis, muscle spasms, bacterial vaginosis, respiratory infection, cervicitis, joint pain, low back pain, lumbar spinal stenosis and polycystic ovaries. Concomitant products included colecalciferol (vitamin d3), ergocalciferol (vitamin d2), gabapentin, metronidazole, naproxen, phenazopyridine and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, allergy to metals ("allergic reaction (nickel) / nickel allergy"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vitamin d decreased ("other injury(ies) or complication (s) please describe: low vitamin d levels"), alopecia ("hair loss") and pelvic pain ("pain "). The patient was treated with ciprofloxacin and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, genital haemorrhage, intra-abdominal haemorrhage, vaginal infection, allergy to metals, menorrhagia, dysmenorrhoea, vaginal haemorrhage, cystitis, urinary tract infection, vitamin d decreased and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, device breakage, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vitamin d decreased to be related to essure. The reporter commented: she will schedule for a future removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion essure confirmation test was undergone on (B)(6) 2014. On (B)(6) 2012 hysterosalpingogram clinical indication: essure, tubal occlusion. Findings: the essure devices appear to be in satisfactory position. The fallopian tubes are occluded bilaterally. There is no free spillage of contrast. Impression: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, cystitis, uti. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.